Event description:
It was reported to boston scientific corporation that immediately following an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt experienced nausea. The physician thought he might have "hit" the bowel, so the following day, he performed a laparoscopic exploration, which did not verify this. The next day, the pt was feeling somewhat better. The physician did an intravenous pyelogram which indicated some ureteral damage and partial blockage. The physician opined that he bruised the ureter by banging it with the capio suturing device, which caused partial blockage from ureteral damage or kinking. In 2008, a urologist placed a ureteral stent to address the blockage. The pt is reportedly "fine" following this procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.